Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device does not turn on. There was no reported patient impact or injury. A resolution for the reported issue is waiting for the customer to send the system to the local bench repair center for a repair quote, as the system does not have a valid service contract. There has been no evaluation performed by a philips employee, field service engineer (fse), or authorized service personnel (asp). The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not turn on. There was no reported patient impact or injury.